Manufacturer narrative:
Additional information, device evaluation the pipeline flex delivery system was returned for evaluation inside the catheter. As received, approximately 1cm of the tip coil was found to be deployed outside of the catheter tip. The remainder of the pipeline flex delivery system along with the braid were found stuck inside the distal segment of the catheter . For further examination, the pipeline flex delivery system was pushed out of the catheter with difficulty. The pipeline flex distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Kinks and bends were found approximately 21 to 36cm from the proximal end of the pushwire. The distal and proximal ends of the pipeline flex braid were found fully open with no damage. Based on the analysis findings and event details, the report of pipeline flex failure to open at the distal end could not be confirmed as the received pipeline braid was found fully opened with no damage. It is possible that the patient's severe vessel tortuosity may have contributed to the ¿failure to open¿ issue. Additionally, the damage observed on the catheter body (accordioning), proximal wire (kinking/bending) and hypotube (stretching) suggest that excessive force used (pushing and pulling). In this event, the user context may have contributed to the reported issues as the physician continued to advance the pipeline flex delivery system despite the ¿resistance¿. Per our instructions for use (IFU), the user should ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The pipeline flex has been received for evaluation. A follow-up MDR will be submitted when device investigation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the distal anterior cerebral artery (aca). The vessel was severely tortuous. The devices were prepared as indicated in the IFU. It was reported that the pipeline flex was advanced with some resistance in the catheter. At deployment, more than 50% of the braid was deployed and distal part did not open well. Resheathing was attempted, but was not possible. The system was removed from the patient. The procedure was completed using a new pipeline flex. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.